Event description:
Infection in the knee [arthritis infective]. Left knee joint pain [arthralgia]. Massive reaction (unspecified) [nonspecific reaction]. Synovial fluid uric acid crystal present [synovial fluid crystal present]. Left knee massive effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 (additional information received on (B)(6) 2013) from an orthopedist regarding a (B)(6) male patient, initials (B)(6), with mild left knee osteoarthritis (since 12 months with joint narrowing and osteophytes present). The patient's medical history was significant for previous medical device implantation with synvisc ((B)(6) 2012, without any symptoms) and previous use with non steroidal anti-inflammatory drugs and steroids. On (B)(6) 2013, the patient initiated treatment with intra-articular left lateral synvisc (hylan g-f 20) injection into left knee joint (frequency not provided). The lot number of synvisc was not provided. On an unspecified date in 2013, the patient developed infection in the knee, massive reaction (unspecified) and left knee massive effusion. The company assessed the event of infection in the knee was medically significant. On (B)(6) 2013, the patient experienced left knee joint pain. On an unspecified date in 2013, the patient was treated with volon for left knee joint pain. On (B)(6) 2013, before the patient received second synvisc injection, 30 ml of fluid was aspirated from the left knee. The same day synovial fluid analysis showed uric acid crystal and white cell count was 5900 (with trauma: cell count less than 500, segmented 10%, mononuclear cells greater than 90%; with inflammation: cell count greater than 5000, segmented greater than 60%, mononuclear cells less than 25%; reference range less than 200). On (B)(6) 2013, gram staining showed abundant leukocytes. The action taken with synvisc treatment was not provided. On (B)(6) 2013, the patient recovered from the event of left knee joint pain. The outcome for the events of infection in the knee, massive reaction (unspecified), left knee massive effusion and synovial fluid uric acid crystal present was not provided. Relevant concomitant medications were not provided. The intensity for the events of left knee joint pain was moderate. The intensity for the events of infection in the knee, massive reaction (unspecified), left knee massive effusion and synovial fluid uric acid crystal present was not provided. The reporting orthopedist assessed the relationship between synvisc and the event of left knee joint pain as possible. The relationship between synvisc and the events of infection in the knee, massive reaction (unspecified), left knee massive effusion and synovial fluid uric acid crystal present was not provided by the reporting orthopedist. It was also reported that the possible precipitating factor for the development of the event of left knee joint pain was allergic reaction.

Manufacturer narrative:
Manufacturer's comment: the benefit risk relationship of the product is not affected by the report.